Event description:
Info received indicates the head hi/low function is not working. The technician found the retaining ring missing on the bottom of the screw drive. The screw drive was out of the hole in the metal palate at the bottom of the column. When attempting to replace the column the bed moved a little and fell from the high position to the floor.

Manufacturer narrative:
Findings: first occurrence-monitor field performance. When the hill-rom technician was repairing the bed, it dropped to the floor due to a missing retaining ring on the hi/low column. The technician replaced the hi/low column to repair the bed.